Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
Upon receipt of further information regarding this case, it has been determined that the devices involved were not smith and nephew products. Please disregard this notification as an erroneous report.